Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt is no longer receiving effective stimulation. An sjm rep previously met with the pt and reprogramming was able to capture coverage, though not optimal. The pt is requesting her scs sys to be explanted. Surgical intervention is pending to address the issue.